Manufacturer narrative:
H3: visually, the spiral wrap was extended 0.673¿ from the blade's distal end resulting in the reported event. There was no detachment of any components. There was some binding of the inner assembly while spinning it by hand, which is likely due to the damaged middle spiral wrap. Manufacturing instructions require ¿verify rotating hub spins within rotatable blade sheath,¿ ¿verify rotating hub spins within irrigation collar,¿ and ¿rotate the inner cutter/hub to align the edge of the window opening of the inner cutter in the center of the window opening of the outer tube.¿ the manufacturing checks would likely be detected the damage ¿if¿ present during manufacturing. There was no evidence of improper manufacturing ruling it out as a likely cause. There was no allegation of a defect before use. The information most likely indicates the blade was being run in forwarding motion, which caused friction and torsional load against the middle assembly until the spiral wrap became unwound. Instructions warns: blades should operate in the oscillate mode only; operating in the forward mode may cause damage to the blade. In the returned condition, there was an out of specification condition that is likely related to the complaint (due to physical damage). H6: fdm b21, fdr c21 and fdc d16 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during use the blade went around in circles and became unusable during an endoscopic sinus surgery. A back-up device was used. There was no patient impact.